Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a defect in the ultrasound image at thirty (30) degrees. It was unknown if the issue occurred before, during, or after a therapeutic procedure. No patient harm reported. During the evaluation of the device, it was noted the adhesive had peeled off the distal end. This report is to capture the reportable malfunction of peeled off adhesive on the distal end noted at estimation.

Manufacturer narrative:
Date of event: (B)(4), 2022. The device was evaluated, and the reported issue was confirmed. The probe unit/piezo elements were defective. The biopsy channel was perforated. The insertion part/distal end had a stain. The bending section glue had separated. The connector had a leak. The angulation did not meet the specified value. The grip unit was scratched. The paint had peel off the air/water nut on the control unit. The light guide cover lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the peeled adhesive at the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.